Manufacturer narrative:
(B)(4), the customer returned one unit 544243 hemolok l clips 3/cart 42/box for investigation. One clip was returned loose and no cartridge was returned. The clip was visually examined with and without magnification. Upon visual examination, the sample was found to have multiple damages. Multiple scrape marks were observed on the top of the hook boss and hook leg. The hook boss appeared to be deformed or bent as well. Scrape marks were also seen throughout the pierced boss leg. The pierced boss had significant damage on one side of the boss. R & d was consulted for this complaint issue. It could not be determined what exactly caused the damages that were seen with the clip. Damages like this have been found when the end user attempts to apply, remove, and then re-apply the clip. This would be considered improper use per the IFU, however these actions could not be confirmed. It is also possible that improper loading technique led to the scrape marks and damages found, but this could not be confirmed either. This complaint issue appears to be an isolated incident and we will continue to monitor the occurrences of this issue. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time for this complaint issue. It could not be determined what exactly caused the damages seen with the clip. We will continue to monitor the occurrences of this issue, however this appears to be an isolated incident. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One clip was returned and was found to have multiple damages. Multiple scrape marks were observed on the top of the hook boss, hook leg as well as on the pierced boss leg. R & d was consulted for this complaint issue and it could not be determined what exactly caused the damages that were seen with the clip. Damages like this have been found when the end user attempts to apply, remove, and then re-apply the clip, which would be improper use per the IFU, however this could not be confirmed. Improper loading technique could cause the scrape marks and damages found, but this could not be confirmed either. This complaint issue appears to be an isolated incident and we will continue to monitor the occurrences of this issue. Therefore, although the complaint issue can be confirmed, the root cause is undetermined.

Event description:
It was reported that on 5th jun 2020, in the fourth hospital of (B)(6), the boss of the clip was found damaged prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73f1900347 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in (B)(6) hospital of (B)(6), the boss of the clip was found damaged prior to the patient.